Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure endometrial ablation. The procedure was abandoned and two indentations were noted post-hysteroscopy. The physician could not confirm if there was a uterine perforation. Follow-up in 2009, revealed that "antibiotic cover was commenced" for the possible perforation. The pt was discharged the same day. She has since been seen by the physician and is reported to be in "good health". A hysteroscopy was performed prior to the attempted ablation, as was a dilatation and sounding with a metal sound (not a hologic device).

Manufacturer narrative:
The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore, the device MFR date is unk. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. According to the instruction for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.